Manufacturer narrative:
Device evaluated by MFR.: promus element plus,mr,ous 2.50x38mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage, with proximal stent struts pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 16aug2021. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was locatedin the severely tortuous and mildly calcified right coronary artery. Following pre-dilatation, a 2.50x38mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed a stent damage.